Manufacturer narrative:
The vyaire representative went on-site to evaluate the suspect device. The vyaire representative reported that the unexpected occlusion alarms caused by an issue with the integrated exhalation valve. The defective component was replaced and currently, the unit is running on patient under observation without any problem the reported o2 issues were most likely caused by inappropriate o2 supply. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation, but technical support in conjunction with the customer reported the screenshot of the log files. It is visible in the logs that technical failure. Blower failure and technical failure. Inspiration valve or device leaky was triggered several times. O2 safety valve is leaking with approximately 94l/min at the flow insp sensor.

Event description:
The customer reported while using the bellavista 1000, the device alarmed blower failure. The customer reported that the reading of the flow on citrex shows 36.3 l/min at the time of o2-flow verification. The customer reported that there is patient involvement but no harm and no medical intervention provided.